Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's bladder overflow, stint placement and uti were not related to their device or therapy. The patient had been treated for an abnormality in their ureter or kidney.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated that their machine (implant) needed to be reprogrammed because their "bladder was overflowing" since 3 months ago. The patient stated in the day time they might be up and could go to the bathroom, but the overflowing bladder woke them up in their sleep. When asked if they were implanted for bladder incontinence, the patient stated that she had a surgery on their bladder where they put a stint in because the urethra was closed up. They noted that this was probably one reason the device wasn't working right. The patient was supposed to take the stint out in 2 weeks. They made their healthcare provider (hcp) aware of the issue they had and were going in for an appointment to have the device checked. The last time they got their device programmed it worked up until now. The patient mentioned they had problems with the surgery they had and had called the hcp about the surgery issues. The patient had been in the emergency room and the on call hcp couldn't get to the ER to see them, so they had to work with an ER hcp there. The patient mentioned that due to the surgery they had been bleeding from the vagina and was covered with blood when they woke up - the hcp in the hospital told them that a little bit of blood was expected. The patient was allergic to the antibiotics that they gave them in the hospital, and had a rash all up the spine. The patient refused to take the antibiotics they were allergic too, and their regular hcp knew they were allergic to the antibiotics, so he gave the patient "doxycycline" to take. They were taking that now because it worked. When asked if the surgery was related to the device/therapy, the patient stated that they did the surgery because they had been having urinary tract infections (uti) on/off for the past three months. They had kept giving them antibiotics and couldn't get the uti cleared, so they took at CT scan of the bladder. The patient noted they put a dye "up there" to see what was wrong, however the dye didn't work so they stopped that and did the surgery instead. The patient had increased the stimulation because they didn't have the stimulation feeling; they could feel the stimulation now. They felt stimulation on and off since they got the device and this was the first day they had felt it in a week. The patient mentioned they would work with the programmer and then would be able to feel stimulation. The patient had spoken to their hcp about the issues and was supposed to call them back today, but had not yet. The patient stated that the hcp was going to call the nurse that came into the office once a week so that they could adjust/check the device for them. The date of the surgery was noted to have been (B)(6) 2016, and the bleeding/rash/allergic reaction (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.